Event description:
It was reported that a female patient, who's undergone breast augmentation revision with two 225cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral breast implant ruptures, post-procedure. The ruptures were diagnosed via an ultrasound examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were: (left) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 9572394 sn: (B)(4) and (right) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 9546472 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 7, 2021, the mentor failure analysis lab received the device for evaluation. On december 13, 2021, an analysis of the device's photo was completed: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. On december 14, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and shell thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 225cc breast implant had a crease/fold on the posterior view, a tear (a) was found within the crease/fold, measuring approximately 0.2 cm. In addition, a tear (b) was found on the same view, measuring 2.6 cm. A microscopic examination was performed and the cause of the tear (b) could not be identified. Therefore a thickness measurement was conducted on the shell at the tear (b), and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The evaluation determined that the cause of the rupture (a) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Although no conclusion could be reached on the cause of the rupture (b), the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).